Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 7, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 25 after insertion. The sensor was tested in-house for its functional performance; however, the test result was inconclusive for the long end region due hydrogel damage, mostly like caused by the explant process and unrelated to sensor performance. The short end region showed no malfunction. A review of the dms data revealed a sudden drop in signal and reference channels in all four sensor areas on (B)(6) 2025, and it stayed below the uv norm and blue threshold for more than one hour triggering the sensor replacement alert. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 07 may 2025. G3. Date received by the manufacturer? 07 may 2025. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.